Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was returned with a reload attached. The reload was clamped on tissue, and the I-beam had been partially retracted. The instrument firing knobs were manually retracted, and the reload removed. During functional testing, the instrument was successfully loaded with a representative reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that it was difficult to retract the knife blade and the instrument locked on tissue. The reported issues were confirmed. The most likely cause was traced to another device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia30ctavm, egia30ctavm egia30 curved vas med sulu, (lot number: n5b1546y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracic lobectomy, while detaching the pulmonary lobar artery, the reload fired normally, but the black retraction knob on the handle would not pull despite numerous attempts. The vessel being detached at the time was a pulmonary artery. Once bleeding occurred, thoracotomy was necessary and there was at least 2000 milliliters (ml) of blood loss. Furthermore, there was very little tissue surrounding the vessel, leaving no room for further freeing and detachment. After a long period of effort, using surgical forceps to remove the tissue close to the clamp little by little and mobilizing the surrounding tissue, the already closed vessel was finally separated from the reload slowly without bleeding at the proximal end. The procedure was extended for 30 minutes or more due to the issue.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic thoracic lobectomy, while detaching the pulmonary lobar artery, the reload fired normally, but the black retraction knob on the handle would not pull despite numerous attempts. The vessel being detached at the time was a pulmonary artery. Once bleeding occurred, thoracotomy was necessary and there was at least 2000 ml of blood loss. Furthermore, there was very little tissue surrounding the vessel, leaving no room for further freeing and detachment. After a long period of effort, using surgical forceps to remove the tissue close to the clamp little by little and mobilizing the surrounding tissue, the already closed vessel was finally separated from the reload slowly without bleeding at the proximal end. The procedure was extended for 30 to 40 minutes due to the issue.